Event description:
I was using a 6-0 vicryl suture, s-14 needle j570, lot zjz245, exp jul 2012, bar code h206j5701c. The suture seemed exceptionally thin for a 6-0. When I went to do a hand tie on the suture, on the first throw, it broke. Fortunately, this was an eyelid case. It would have been scary if it were an eye muscle surgery, since I might have lost the muscle into the orbit which could cause permanent double vision. The suture was manufactured in another country. This problem has been widely reported in the pediatric ophthalmology community. The MFR has recently been moved to another country. Dates of use: one day in 2007. Diagnosis: eye surgery.